Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital for a non-device related lung issue. Device interrogation revealed the right atrial lead had a history of low impedance since 2012. The lead also exhibited high capture thresholds and undersensing. The lead was capped and replaced. There were no complications to the patient during the procedure. The patient remained in hospital due to lung related issues and would continue to be monitored.